Event description:
During a remote follow up, oversensing due to noise was observed on the right ventricular (rv) lead. Additionally, oversensing due to noise and inappropriate mode switching was observed on the right atrial (ra) lead. Lead damage was suspected. Technical support was contacted and confirmed the event. No intervention has been performed. The patient was stable and will continue being monitored.